Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter system was returned for evaluation. The introducer sheath was received cut. The introducer sheath segment was securely fastened to the storage tube. The pusher catheter was returned inside of the delivery system. The tuohy-borst was returned tight in place. The pusher catheter was kinked approximately 29.3cm from the handle. It is unknown how or when the kink occurred as it was not reported by the user. The manner in which the device was packaged for return may have contributed to the kink. The filter was returned fully expanded. It contained all 6 arms and legs present and intact. No other anomalies were identified. Functional/performance evaluation: the tuohy-borst was loosened and the pusher catheter was removed from the storage tube. No anomalies were found to the pusher pad. The introducer sheath hub was sliced open longitudinally. No gaps were identified between the hub and the sheath and no skiving was observed. No other anomalies were located on the returned device. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the complaint investigation is inconclusive for failure to advance through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Event description:
It was reported during a vena cava filter deployment procedure, the filter became stuck inside the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.